Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. (B)(4). Concomitant medical products - liner/ pn 00875101336/ ln 63279888, femoral stem/ pn 00771101140/ ln 63239906, unknown cup/ pn and ln¿s unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01818, 0001822565-2017-01819.

Event description:
It was reported that a patient had a total hip arthroplasty and is now experiencing pain and fluid buildup approximately one year post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00875705801 continuum tm cups 63265459 reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.